Event description:
It was reported that the customer woke to a pump alarm and pump delivery was suspended. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support, customer extended the auto-off setting successfully.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for eval. Should new relevant info become available is supplemental report will be submitted.